Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had intermittent power and self-rebooted. The patient noted there was no damage to the pump casing or the battery cap, no moisture was seen in the pump, and the battery cap was secure and tight. The patient had replaced the battery two weeks ago. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows several unexplained reboots and one call service alarm on the day of the reported incident. Visual inspection revealed that the battery compartment and battery cap are intact. The battery cap was able to tighten securely to the pump. The pump was exercised for 24 hours with no power issues occurring. No defects were found to the power flex, battery connections, and internal components.